Event description:
Patient reported issues with abbot scs(spinal cord stimulator) device, and had questions about getting a programmer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).